Event description:
The customer reported that the device was not retaining the time and date settings and the time was not advancing. Physio-control evaluated the device and verified the reported problem. Furthermore, it was observed that the device intermittently froze during the power on self-test, a lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.further evaluation of the removed system/memory pcb assembly at the failure analysis center was unable to determine further cause for the intermittent freezing problem.